Event description:
It was reported that the service tech was called in to evaluate a bed's nurse call after a non-stryker service tech had rewired the communication cable. No adverse consequences alleged.

Manufacturer narrative:
Manufacturer's investigation determined that a non-stryker representative had been called in to work with the bed. As a result, the communication cable was rewired incorrectly causing the communication cable to not function properly.